Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient was reported. Log files from the event has been received. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. Log files were received and investigated. During analysis, the reproduced ECG waveform, 26 consecutive vpcs were all judged as "v" (ventricular premature contractions). However, v-tachy and vpc-run were set to 120bpm or more, but heart rate in this event did not exceed 120bpm, so neither v-tachy nor vpc-run was detected. It was also found that "multiform" and "couplet" alarms were captured during the event. The customer complaint for the "cns failed to alarm for vtach when the alarm limit is breached" could not be duplicated.

Manufacturer narrative:
Details of complaint on 1/3/2019 customer reported that 26 beat ventricular tachycardia (v-tach) was not alarming on the cns device. Customer expected the event to trigger an alarm for a sustained v-tach, but instead it was detected as multifocal pvc. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: nkc analyzed the telemetry strips and device settings. The analysis shows the reported event did not meet the alarm criteria set by user. Particularly, the 26 heart beats were detected as ventricular premature contractions at less than 120 beats per minute (bpm), however both v-tach and vpc run were set to 120bpm or more. The heart beats were detected as "couplet" and "multiform" alarms. Service history for this device shows this is one of the two events where user expected device to alarm v-tach. The second event was captured under ticket 48185. Service history for this customer shows no other incidents. Customer has not reported this issue again since 1/4/2019. Device functioned as intended. The root cause for the user stating device did not alarm as expected was due to user's clinical settings.

Event description:
It was reported that the cns failed to alarm for (vtach) when alarm limit is breached. No consequence or impact to the patient.